Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while on the ventilator. The patient was placed on another device. The patient recovered. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient's blood oxygen saturation decreased while on the ventilator. The patient was placed on another device. The patient recovered. The ventilator was returned to the manufacturer for evaluation and no malfunction of the device was observed. The device passed all testing.